Event description:
The product was used during a lung resection procedure. Reportedly, the staples did not form properly. The hospital has no additional information at this time.

Manufacturer narrative:
2/9/1998 - supplement #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.